Event description:
It was reported that during an un-specified procedure, the 4 x 40 mm armada 35 balloon catheter was inserted into a 5french introducer sheath. Resistance was noted, and the balloon catheter did not exit the distal end of the sheath. The armada 35 was removed with some resistance noted, and a new non-abbott balloon catheter of the same size was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, there is no indication of a product deficiency.